Event description:
Bard x-stream nezhat irrigator did not suction or irrigate when activated. The device was tried with two different machines. An add'l "like" device was opened and utilized without incident. Diagnosis or reason for use: left vats.